Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The black clip on the irrigation clip broke off. Had to use sterile tape to secure the clip to the hd long. The issue occurred during the case. There was a slight delay, only about a minute. Pka procedure.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported issue it was reported that the irrigation clip broke. It was determined that there is inadequate information to conduct a product history review for this device. Reference (B)(4) for further information. A review of complaints related to p/n 111690, lot 176364 shows 1 additional complaint(s) related to the failure in this investigation. Complaint (B)(4). Visual inspection could not be performed because the product was not returned. Dimensional inspection could not be performed because the product was not returned. Material analysis could not be performed because the product was not returned. Functional inspection could not be performed because the product was not returned. It was reported that the irrigation clip broke. This failure mode could not be confirmed because the part was not returned. If device and/or additional information become available, this investigation will be reopened. Device not returned.

Event description:
The black clip on the irrigation clip broke off. Had to use sterile tape to secure the clip to the hd long. The issue occurred during the case. There was a slight delay, only about a minute. Pka procedure.